Event description:
It was reported that the pt experiences a decrease in efficacy, with an increase in pain. An x-ray was performed on (B)(6), 2011, that confirmed the migration of the pt's lead. It was not possible to program around the lead issue. The lead was, thus, removed and replaced. The pt resolved without sequelae.

Manufacturer narrative:
(B)(4).